Event description:
On 05/03/2000, the MFR received a report via fax from the distributor's sales rep that states the following: breaking of plastic clamps in the home therapy offices and one satellite office. The lot number was not available, but the distributor's sales rep is attempting to get it. The facility's infusion clinician stated that offices are not doing anything differently than before the problem arose. This facility orders a large quantity of this product and have had no problems in the past. No further details were provided at this time.